Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation prior to a generator exchange procedure, it was noted that the atrial lead exhibited noise. Physician opted to not replace the lead and monitor it instead. During procedure it was noted that there was an insulation breach on the lead .the physician covered the breach with a suture sleeve. Patient was stable.